Event description:
Customer reports her meter is hard to turn on sometimes while using the compact system. Customer reports having low blood glucose symptoms and tried to test on device; device would not turn on and she passed out. Customer's son called the paramedics who treated her with glucose 15 minutes later; tested blood glucose with unk results and again treated with glucose. Customer states she did not go to the hospital. A request was made for return of the suspect product and a replacement was sent.